Manufacturer narrative:
Additional information was received from the customer that the fault occurred during cleaning and not while in use with a patient. One pneupac ventilators parapac was returned for analysis in damaged condition. The front panel was noted to be bent between the gas supply indicator and the manometer, the air mix needle was broken off and the relief knob was missing upon visual inspection. Based on the evidence the complaint was confirmed. The root cause was found due to user interface.

Manufacturer narrative:
One ventilator was returned for evaluation. Device was received in damaged condition, with front panel bent between the gas supply indicator and manometer, air mix needle has broken off, and relief knob noted to be missing. Upon visual inspection, the reported customer complaint has been confirmed. The problem source has been determined to be impact to the device as a result of user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pneupac ventilators parapac was dropped, air mix valve is broken and knobs are missing. No adverse effects reported.